Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 45 mg/dl at the time of the incident. The customer was at 155 mg/dl at the time of the call. The customer used food to treat. The customer stated that they believe the pump over delivered. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer's doctor had changed their pump settings, and the customer noticed time discrepancies in the pump. The customer also had a high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device was programmed with a basal rate and monitored five days. Several bolus were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the insulin pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Device was downloaded and all bolus delivered were found at the care link report. No unexpected no delivery alarms or motor error alarm noted. Motor passed motor test. Device had minor scratched lcd window, cracked lcd window, cracked reservoir tube lip, cracked case at display window corners and stained address or serial number label. Pump passed the delivery accuracy test.